Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the product fails to engage clip or clip does not go on tissue, will fall off. There were no patient consequences. Case completed with another device of the same product code.